Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.

Event description:
The tip of the 5f pigtail detached from the catheter on the prepping table. A wire was passed through it, but it would not go, so during removal of the wire, the catheter pulled apart. The product was properly inspected and prepped prior to use. There was no bends or kinks noted. A .035 guidewire was inserted into the catheter through the hub. During advancement there was some resistance at the tip and the wire became stuck in the catheter. When the physician attempted to remove the guidewire, the catheter separated at the seam where the pigtail begins to form. It is unk if the tip kinked or bent prior to separation. It is unk if excessive force was used to remove the guidewire from the catheter. The product was not used in the pt.